Event description:
On (B)(6) 2014, it was reported to the amo sales representative by the physician, that the intraocular lens (iol) had opacified. It was noted that patient was seen for an examination on (B)(6) 2014 when opacification was observed. On (B)(6) 2014, it was reported to the amo sales representative that the iol was explanted from patient's right eye in a secondary procedure on (B)(6) 2014, due lens opacification. Additionally, it was further noted that patient experienced visual disturbance with blurry and double vision that were significantly interfering with the activities of daily life. A replacement lens was placed to complete the procedure. Replacement lens was a non-amo lens. Patient was noted to be recovered and doing well, post-operatively. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional analysis of the returned lens was conducted by the research and development department. The lens was evaluated following procedure, evaluating a cloudy iol. The lens fragment was immersed in purified water and monitored for opacification (clouding) for a total of seven (7) days. No evidence of lens clouding or opacification was observed. Based on these data we conclude that the complaint iol, when evaluated following the procedure, did not exhibit clouding or opacification. The lens was examined using a high-intensity fiber optic light for cloudiness over a time-period of seven (7) days. The results showed that no lens opacification (clouding) was observed under the conditions following the testing procedure for a cloudy lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The sample was returned to the manufacturer for evaluation and was inspected at 10x microscope magnification. A partial lens with loose particles on the surface was returned for evaluation. The lens condition observed is consistent with a lens that has been removed from the patient's eye and handled out of sterile environment. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Expiration date: august 2003. Device manufacture date: august 1998. The exact date of expiration and manufacture are unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.